Event description:
It was reported that the patient presented to the clinic on 10 feb 2023 for a follow-up. During interrogation of pacemaker, it was noted that patient was feeling fatigued and the heart rate was dropping. There was unspecified sensing issue on the pacemaker. The pacemaker was reprogrammed to resolve the issue. The patient was in stable condition throughout.